Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately ten days post hvad implantation, the patient was suspected to be experiencing gastrointestinal bleed (gi) due to a decrease in hemoglobin levels. The patient received blood transfusions and was taken to the operating room for an upper endoscopy. Results revealed one angiodysplastic stomach lesion in the body of the stomach and a second, large arteriovenous malformation in the fundus. The lesion in the fundus was determined to be actively bleeding. During the procedure a total of four hemostatic clips were placed, one in the body of the stomach, and three in the fundus. Post-procedure there were no further reports of bleeding. Additional information received indicated that the patient was discharged home eight days later and is doing well. Investigation is ongoing.

Manufacturer narrative:
(B)(4) gastrointestinal (gi) bleed. The hvad is used for treatment not diagnosis. It was reported that this patient experienced a gastrointestinal (gi) bleed. Patient underwent an endoscopy and was treated with hemostatic clips. The patient was discharged from the hospital. The device was not returned to the manufacturer for analysis as it remains implanted. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.